Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise with oversensing which resulted in pacing inhibition and asystole of greater than two seconds. Surgical intervention was performed and the rv lead was explanted and replace. The crt-d remains in service. No additional adverse patient effects were reported.